Event description:
Customer's mother reported blood glucose results of 27 mg/dl and 365 mg/dl within 10 minutes on the advantage system. She reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.